Event description:
During routine rounds, cna states that she entered resident's room and observed resident entangled in quarter length side rail at the head of the bed. Cna notified nurse immediately. Nurse responded and observed resident unresponsive and entangled in the quarter length side rail. Ems called immediately. Ems at facility unable to revive resident. Coroner notified per ems. Assistant coroner and deputy chief coroner responded. Cause of death asphyxiation. To our knowledge the bed nor side rails were faulty. All side rails removed from all facility beds due to entrapment risks.